Event description:
A temperature alarm occurred, reported under alarm 10 and 11, without exposure to extreme temperatures or charging at the time. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery, prompting tandem technical support to send a replacement pump. The customer was informed about the necessary replacement, and arrangements were made for a speedy delivery of the new pump to ensure continuity of insulin therapy.